Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced by baxter. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery failure. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During the product evaluation at baxter, it was discovered that there was a battery depleted set alarm that occurred during infusion which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.